Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to urethral atrophy at the cuff site. During the procedure all the components were removed and replaced. The patient was said to be good after the procedure. It was further reported that there were no device malfunctions associated with the explanted seven year old aus. During the procedure the cuff was downsized from a 4.5 cm cuff to a 4.0 cm cuff. The physician considered the initial cuff was the proper size and implanted on the correct location. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number (B)(6) serial number null batch/lot number 766337006 model/catalog description control pump fgs iz. Model number/catalog number 72400024 serial number null batch/lot number 769818009 model/catalog description balloon fgs 61-70 cm. B5, h2, h3, h6, h10 updated. Product analysis cuff: the ams 800 device was visually and microscopically examined. No leaks were found. The device performed within product specifications. Product analysis did not confirm a component malfunction. Based on the results of this investigation, no escalation is required. Pump: the ams 800 device was visually inspected and functionally tested. No leak was found. The pump performed within product specifications. Urinary incontinence and atrophy were not able to be confirmed. Based on the results of this investigation, no escalation is required. Balloon: the ams 800 pressure regulating balloon was visually and microscopically inspected, and functionally tested. No leaks were found. The balloon failed pressure test at 74.3 cm h20. It did not perform within the product specifications. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
Model number/catalog number: 72404127, serial number: null, batch/lot number: 766337006, model/catalog description: control pump fgs iz. Model number/catalog number: 72400024, serial number: null, batch/lot number: 769818009, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to urethral atrophy at the cuff site. During the procedure all the components were removed and replaced. The patient was said to be good after the procedure. It was further reported that there were no device malfunctions associated with the explanted seven year old aus. During the procedure the cuff was downsized from a 4.5 cm cuff to a 4.0 cm cuff. The physician considered the initial cuff was the proper size and implanted on the correct location. No more information available at the moment. Should additional information become available, it will be provided.